Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "lumpy movale lesion," inflammation, and "pupuric in color," are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. ¿ indurations or nodules at the injection area. ¿ coloration or discolouration of the injection area."

Event description:
Healthcare professional reported patient was injected to the cheeks with unspecified juvéderm® voluma¿. A year after injection patient developed "lumpy movale lesion in same area of injection, sometimes inflamed and became pupuric in color, in one area moved from [patient's] cheek to tear trough area." The physician notes the event is severe and has resulted in a permanent or severe disability. No medical or surgical intervention noted.